Manufacturer narrative:
It was reported the driver is being returned to the service and repair facility with activation issues. The analysis results confirmed that the driver was returned with the cable causing the cutter motor to operate intermittently. Worn bearings on the drive gear is causing the driver to make a grinding noise, when the cutter motor is on. The driver was cleaned, dissassembled, then reassembled per design specifications, tested, and functioned properly.

Event description:
It was reported that during breast biopsy, the doctor pierced the beast and was attempting to take a sample, but the cutter motor never started cutting when it was transitioned forward. The doctor tried activating the cutter several more times to no avail. Then decided to abort the procedure and reschedule it when a loaner becomes available. There was no patient consequence.